Event description:
It was reported that a homechoice cassette was missing a protective cap. The cap was not inside the pouch. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection was performed with the naked eye and a missing patient line cap was observed. The reported condition was verified. The cause of the missing patient line cap was a manufacturing related issue that occurred during the automated cap assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.